Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for evaluation. Visual inspection revealed the distal extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged. The catheter body had been cut and the remaining portion was not returned. The length of the catheter body measured 215 mm which indicates at least 95 mm of the catheter body had been separated and not returned per catheter product drawing. The inner diameter of the distal extension line within the luer hub measured 0.057", or 1.4478 mm, which is within specifications of 1.42-1.50 mm per distal extension line extrusion graphic. The outer diameter of the distal extension line measured 2.158 mm which is within specifications of 2.13-2.21 mm per distal extension line extrusion graphic. The proximal and medial extension lines were flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized each remaining line. No leaks were detected in the proximal or medial extension lines. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. One relevant finding was identified. For the lot numbers linked to the distal extension line of the catheter involved in this complaint, there was increased scrap during the molding of the luer hubs. This finding could be linked to the failure mode observed in this complaint. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and extension line met all relevant dimensional requirements. A device history record review was performed based on sales history, and one relevant finding was identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
The complaint is reported as: luer-lock connection (brown head) broken and leaking. The device was inserted on (B)(6) 2020 and found leaking (B)(6) 2020. The device was removed and replaced. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: luer-lock connection (brown head) broken and leaking. The device was inserted on (B)(6) 2020 and found leaking (B)(6) 2020. The device was removed and replaced. No patient injury or complication reported. The patient's condition is reported as fine.